Manufacturer narrative:
Investigation findings: 1) the work order was reviewed for discrepancies that would have contributed to the reported issue. There were no discrepancies listed within the work order. 2) the actual sample was returned to deroyal for evaluation and the reported issue was confirmed. Photo documentation was taken by the qc complaint specialist and added to the complaint file prior to being forwarded to the manufacturing facility's qc supervisor. Refer to the finished good (B)(4), lot# 37452861 attachment. 3) it was identified that the sealer that performed the task is utilized only as a "fill in" and does not typically perform this job function. Additional information has been requested from the manufacturing facility's qc supervisor in reference to training and documentation that has been performed for the individual identified and the sealing process. E-mails were sent (B)(4)2015. On (B)(4) 2015, the qc supervisor provided evidence that the sealer listed within the work order was trained on (B)(4) - sealing procedure. Due to the confidentiality of the corrective actions, the e-mail confirming the information will be maintained within a file by the qc complaint specialist and not attached to the complaint. Correction: a credit has been provided. Root cause analysis: the reported issue has been determined to be due to an unintentional attentional/oversight failure on behalf of the sealer that went visually undetected by the caser during the manufacturing and casing process. No further information available at this time. The investigation is complete.

Event description:
Eye basin pouch was not completely sealed.